Manufacturer narrative:
An investigation has been initiated. Any additional information will be provided in a follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
According to the initial call from the surgeon, during the surgical procedure, bioglue was applied with an active left vent and was suctioned into the aorta. As a result, bioglue entered the heart and adhered to the walls of the ventricle and the chordae. The surgeon contacted cryolife to obtain information on removing the polymerized bioglue. The surgeon was informed that carefully dissecting away the polymerized bioglue is the only recommended method of removal. The surgeon contacted cryolife again and expressed dissatisfaction that this type of event had occurred previously and that he was not provided any notice outside of the precaution added to the instructions for use. The surgeon subsequently contacted cryolife via email. He provided additional information regarding the case, acknowledged the precaution in the IFU, and indicated that the patient "was discharged home and ultimately has done quite well." The surgeon did suggest that the precaution could be more strongly emphasized. Since the lot number was not provided, a review of manufacturing records was performed for six lots that may have been available at the time of surgery. All six lots met all specifications. Additionally, the IFU and risk management package were reviewed. Modifications to the IFU were not deemed necessary; moving the existing precaution may not provide benefit and could detract from the other existing warnings and precautions. However, the risk management package does not include this specific risk and, as such, will be modified. The reported event is an expected result of applying bioglue with an active left vent and constitutes user error that occurred despite adequate labeling.

Event description:
According to the initial report, bioglue was applied during cardiac surgery. The left ventricular vent was left on during application and bioglue was suctioned into the left ventricle.